Event description:
It was reported via repair work order that the footboard controls were not working and the foot end would not move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.